Event description:
Procedure: colostomy. According to the reporter: post operative staple line leak and infection were noted. Covidien has requested further patient and incident details from the reporter. To date, no further information has been received.

Manufacturer narrative:
Date of initial report: 05/04/2009.